Manufacturer narrative:
Device code 3009 captures the reportable event of stent positioning issue. A hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was received fully deployed. The stent deployment hub was in its original position, the catheter hub was in its original position, and the catheter lock was in the unlocked position. The yellow safety clip was not returned. A functional evaluation was performed, and the catheter hub advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. The stent was measured to be within specifications. There were no other issues noted. The reported stent positioning issue indicates operational difficulties experienced during the procedure and is likely due to anatomical or procedural factors. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can impact the performance of the device. Procedural factors, such as the handling of the device and normal procedural difficulties encountered during the procedure, could have possibly affected the device performance and its integrity contributing to the reported event. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic cyst during a pancreatic cyst drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician was using an eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by retracting the scope while rotating it to the right and angling it down. However, after deploying the second flange in the scope, the first flange was pulled out of the cyst and the stent ended up fully deployed in the stomach. The physician attempted to place another hot axios stent, but the same issue occurred. Both stents were removed from the patient with a snare. The procedure was not completed because another hot axios stent of the same size was not available. There were no patient complications reported as a results of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic cyst during a pancreatic cyst drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician was using an eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by retracting the scope while rotating it to the right and angling it down. However, after deploying the second flange in the scope, the first flange was pulled out of the cyst and the stent ended up fully deployed in the stomach. The physician attempted to place another hot axios stent, but the same issue occurred. Both stents were removed from the patient with a snare. The procedure was not completed because another hot axios stent of the same size was not available. There were no patient complications reported as a results of this event.